Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that there were episodes of noise and oversensing on this right ventricular (rv) lead, resulting in pacing inhibition and periods of asystole greater than two seconds long. It was determined that the patient was carrying a heavy object at the time of the episodes and it was suspected that myopotential oversensing was contributing to the issue. The patient was counseled to not participate in heavy lifting. This rv lead and the associated implantable cardioverter defibrillator (ICD) remain in service. No additional adverse patient effects were reported.